Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest. The patient's nurse applied lotion to the rash and began changing the patient's garments more frequently. Follow-up indicated that the rash had improved.